Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic hernia procedure, the device thread broke. They opened another product to complete the case. There was no patient injury.